Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This supplement report is being submitted as a correction report to amend the annex g imdrf code and the customer details within section f3.

Manufacturer narrative:
Device evaluation the echo-19 devices of unknown lot numbers involved in this complaint were not available for evaluation. With the information provided, a document based investigation was conducted. This file was created from the journal article "altonbary¿. Complaint files (B)(4) and (B)(4) were opened as a result of this paper. These files were opened for the following reasons; (B)(4) (3001845648-2021-00477) altonbary - ¿off-label use and migration¿ (B)(4) (3001845648-2021-00486) altonbary - ¿off-label use of echo-19¿(which this file will investigate). Documents review including IFU review: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl as the lot numbers are unknown a review of manufacturing records could not be performed. The notes section of the instructions for use, ifu0101-1 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". Also, ¿intended use: this device is used to sample targeted submuscosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope.¿ there is evidence to suggest that the customer did not follow the instructions for use (ifu0101-1). Root cause review: a definitive root cause could be attributed to off label use as the device is intended to sample targeted submucosal gastrointestinal lesions but was placed in created choledochoduodenal fistula. There was no device defect identified within the article. Summary: complaint is confirmed based on customer testimony. According to the initial reporter, the patient had abdominal pain and a fever for 1 day after procedure. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Altonbary, 2014, echo-19, endoscopic ultrasound-guided choledechoduodenostomy for palliative biliary drainage of obstructing pancreatic head mass. A 19 gauge fna (wilson-cook corporation, (B)(4), USA) was advanced through the wall of the duodenal bulb into the cbd [figure 4] and a cholangiogram was performed by injecting contrast through the needle. This complaint will capture 1 case of off-label use as there was no sample taken using the device.